Event description:
The customer's father reported via phone call that they had excessive no delivery alarm. Customer's blood glucose was 472 mg/dl. The customer stated that they are unable to troubleshoot because the father is not with patient and mother. The customer was advised to do a complete set change as soon as possible. The customer was advised to call back when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.